Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into the patients eye. A planned lens removal and replacement was reported. The lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5- the reporter indicated that an implantable collamer lens was implanted into the patients eye. The reporter states " this may have been a missed target". A planned lens removal and replacement was reported. The lens remains implanted. If additional information is received a supplemental medwatch report will be submitted. Claim # (B)(4).